Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer, maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the wake button was intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information.